Manufacturer narrative:
A medtronic representative reported that the mobile view station (mvs) gave a frame-rate error during a case. This was a multi-level fusion requiring 4 imaging system spins. The first 2 were normal but after the 3rd spin was reconstructed, the mvs gave a frame-rate error asking that the umbilical be reseated and the system rebooted. The tech ignored this message and clicked "ok" to close it. The 3rd spin was unaffected and transferred to the stealth normally. They did not reboot and continued on to 4th spin. This was completed normally and the rest of the case navigated successfully with no delay. It was then requested that the logs be sent to the manufacturer for analysis. When the logs were received by the field engineer it was found that the frame-grabber was on but not ready. There were multiple failed attempts to establish connection to the frame-grabber then after about 20 seconds, the frame-grabber became ready and the connection was made. This was consistent with the behavior described in the case. The cause is unknown but no further issues have occured with the system. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) gave a frame-rate error during a case. This was a multi-level fusion requiring 4 imaging system spins. The first 2 were normal but after the 3rd spin was reconstructed, the mvs gave a frame-rate error asking that the umbilical be reseated and the system rebooted. The tech ignored this message and clicked "ok" to close it. The 3rd spin was unaffected and transferred to the stealth normally. They did not reboot and continued on to 4th spin. This was completed normally and the rest of the case navigated successfully with no delay. It was then requested that the logs be sent to the manufacturer for analysis.